Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. A vyaire certified service technician was unable to verify the customer's reported issue. The device passed 92 hours of extended bench testing at the customer's settings. The device passed troubleshooting final test which includes many alarm and ventilation functions. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1150 would not sense a breath while in continuous positive airway pressure (CPAP) mode. The device was connected to a patient at the time of the reported event but no patient harm was noted.